Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system perceived the sensor as not working when the display showed ¿high,¿ and education was provided that a ¿high¿ reading indicates glucose above the measurement range, with a confirmatory fingerstick also reading ¿high.¿ the event involved hyperglycemia with blood glucose reported over 400 mg/dl, and the user had recently changed supplies and disconnected tubing during troubleshooting before ending the call and stating an intention to switch products. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no alerts or alarms beyond the high glucose indication. Investigation included remote troubleshooting and user education, along with referral to field support for potential in-person training. Investigation of this case revealed no device alarm or malfunction identified, and no component failure confirmed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.